Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of a migrated non-mdt stent graft. It was reported that during the procedure, not all endoanchors fully penetrated the tissue adequately during deployment. The patient passed away approx. 36 hours post the procedure. No causality was provided by the physician. Per the physician the cause of the endoanchor was not determined. No cause of the patient death was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.